Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy device was emitting tones due to out-of-range left ventricular (lv) lead impedance measurements. Attempts to obtain additional information have been unsuccessful. All available information indicates that the device remains implanted.

Manufacturer narrative:
This report is duplicate to 2124215-2016-10358.

Event description:
New information received indicates that the patient is pacemaker dependent but there were no adverse patient effects. The device was reprogrammed and the patient will be monitored.